Manufacturer narrative:
Date initial report sent: 8/14/2007.

Event description:
Procedure: gastrectomy. According to the reporter: the stapler was fired with staple line reinforcement. However, the staples did not form properly. Another device was used. It was reported that bleeding between 200 and 500 0cc's occurred.